Event description:
The report received from the e-select study indicated that approximately seven months after the index procedure, the pt had coronary angiography followed by a re-percutaneous coronary intervention (re-pci). The pt was asymptomatic. The pt was found to have a 90% in-stent restenosis (isr) of a previously implanted cypher select plus 3.0 x 13 mm stent. The restenosis was treated by balloon angioplasty.

Manufacturer narrative:
The indication for the index procedure was stable angina/ECG stress test. The pt was found to have one-vessel disease and had one lesion treated during the elective index procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not available. The target lesion for the procedure was the proximal circumflex/left main. The lesion was reported to be: de novo, 3.5 mm vessel diameter, 13 mm length, a 90% stenosis, a bifurcation lesion, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atms. A cypher select plus 3.0 x 13 mm stent was implanted at 12 atms. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged the day after the procedure. Phone contacts with the pt at the one and six-month follow-up periods indicated the pt was asymptomatic and continuing his medical regimen. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.